Event description:
Customer called customer service on (B)(6) 2014 to request information about the expiration date of her adc blood glucose test strips. While on the phone, she reported that on an unspecified date she self-administered a glucagon injection "when (she) used expired strips". She denied experiencing any symptoms, but answered "yes" when asked if she had experienced either a loss of consciousness or a seizure. Customer further reported obtaining readings of "60 and 290" from her adc meter which she believed to be erratic. It is unknown how much time may have elapsed between these readings and when these readings were obtained relative to when she administered the glucagon. No further information was provided as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The event date is the date abbott diabetes care became aware of the event. It should be noted: the test strips the customer was using expired on october 31, 2012. All pertinent information available to abbott diabetes care has been submitted.